Event description:
Reporter alleged blood glucose measured 330 mg/dl back to back with a result of 106 mg/dl when testing was performed within 5 minutes apart. No treatment or actions were taken reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.